Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - cervical/neck/spinal pain. It was reported that the patient bought a magnetic bracelet and after an hour of wearing it she felt a shocking and jolting sensation. Patient stated she removed the bracelet and the sensations stopped. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is not able to increase their amplitude, and the patient is getting an error message on their remote. The patient also is not feeling stimulation in their neck anymore. The patient stated that she was wearing a magnetic bracelet and got a surge through her body. After the surge, the patient was getting an error message on her remote and she was unable to turn up her ins. The patient's impedances were checked, contact 5 is showing "do not use" impedance >40k ohms. The patient also had an x-ray, which showed the lead did not migrate, and is in the same place as when it was implanted. The patient was programmed around contact 5, but they were unable to regain coverage in the patient's right neck, and the patient only feels stimulation in their right shoulder. The issue was not resolved at the time of the report. No further complications were reported. No additi onal patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient not feeling stimulation in their neck and the surge through their body was not determined. It was indicated that an x-ray was taken of the lead and impedances were checked to address the issue. It was indicated that the patient¿s stimulation output issue was resolved when they were reprogrammed them on (B)(6) 2019. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had their lead placed cervically and the patient was getting great coverage, but they wore a magnetic bracelet and felt surging through their body and stated that same day they lost coverage in their neck and had pain. The rep stated that the bracelet was taken off the same day and the patient never felt the surging again, but the next day they started seeing the ¿settings not available¿ message and couldn¿t increase stimulation. The rep indicated upon interrogation with the tablet, it was discovered one contact had impedances over 40,000 ohms and the contact was active in programming. The rep attempted reprogramming twice and could not obtain coverage in their neck and their pain was going off the charts. They stated that they only had some coverage in their shoulder. The healthcare provider (hcp) did an x-ray and determined that nothing had moved. The patient stated that the hcp said if the adjustments didn¿t help then they would have to surgically replace the battery. The patient stated that the rep wasn¿t calling them back and they weren¿t getting a reply. An email was sent out to the rep. No further complications were reported/anticipated.